Event description:
It was reported that on (B)(6) 2026, the patient underwent surgery for clavicle shaft fracture with a va-lcp clavicle plate 2.7 middle cs2 left, eight va locking screws 2.7, and two cortex screws 2.7mm. The surgery was completed successfully with no surgical delay. After the surgery, on (B)(6) 2026, it was confirmed that four va locking screws 2.7 in question inserted into the lateral bone fragment were fractured directly below the screw heads. On (B)(6) 2026, the patient underwent removal surgery. The broken screw remained in the bone. Since it was considered that there would be no movement at the fracture site, re-fixation was not performed. Postoperatively, displacement of the fracture site occurred, and a re-fixation surgery is scheduled for (B)(6) 2026. No further information is available. This pc is related to (B)(4) which reports about the screw breakage, remaining in the patient body. This pc reports about a displacement of the fracture site.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.